Manufacturer narrative:
Physio-control has determined the cause of the reported issue was that the shock switch located on the main keypad assembly was out of tolerance due to excessive resistance. When this issue occurs, an event code will be logged in the device's memory following a failure of the device to deliver defibrillation energy.

Event description:
The customer contacted physio-control to report that their device failed to deliver a shock to a patient when the user pressed the shock button. The shock button was pressed a second time and then a shock was successfully delivered to the patient. As a result, defibrillation therapy may be delayed or unavailable, if needed. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with all the available patient information. Patient fields in which information was not provided were intentionally left blank. Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio did observe an event code logged in the device's memory that is indicative of a failure of the device to deliver energy; however, the event code was not logged on the date of the reported event. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device failed to deliver a shock to a patient when the user pressed the shock button. The shock button was pressed a second time and then a shock was successfully delivered to the patient. As a result, defibrillation therapy may be delayed or unavailable, if needed. There were no reports of any adverse effects to the patient as a result of the reported issue.